Event description:
On (B)(6) 2012, the operative report for a transcatheter aortic valve replacement (tavr) procedure was received from the facility. Per the report, upon removal of the sheath from the left femoral artery, there was a two-thirds circumferential tear in the anterior aspect of the artery and some intimal flaps. This was freshened up with sharp scissors and the artery was closed with multiple 5-0 interrupted prolene sutures. A post closure angiogram was taken from the opposite groin with cross-over technique. It showed excellent flow with minimal irregularity of the lumen. The groin was then closed in layers culminating in a subcuticular stitch. On (B)(6) 2012, the edwards clinical specialist confirmed the patient recovered and was discharged. Additional information received from the clinical specialist indicated there was nothing abnormal about the sheath upon inspection prior to use. There was no difficulty inserting or removing the dilators. There was no difficulty inserting or removing the sheath. The sheath did not malfunction.

Manufacturer narrative:
The device was not available for evaluation. A device history record (DHR) review for the sheath was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. Per the report received, the access vessel diameter was 7mm in diameter, vessel calcification and tortuosity were described as mild. In this case, the exact root cause for the vessel tear is unknown. However, it is possible that the patient's borderline vessel diameter in combination with calcification and tortuosity, not appreciable on imaging, contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required.